Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated dysuria, difficulty urinating, not emptying bladder well, high pvr, hypotonic bladder, pelvic floor dysfunction, bridge of tissue at apex, stands to urinate, slow stream, straining, atrophic cystitis, uti, sluggish drainage.